Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the middle port. The issue was discovered while the nurse was attempting hang the bag for patient use. This report documents no patient involvement or adverse events. The reporting facility also reported this event to the FDA via medwatch mw5064649. Further follow up with the facility clarified there was no serious injury, adverse event, or medical intervention required in relation to this event. No additional information is available.